Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device failed volume test twice¿ was unable to be confirmed through delivery accuracy tests. Performed test three times with results being within the lower and upper specification limit. Nothing related to the complaint was found in the device event log/alarm history. The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed volume test twice. Both times measured 17.1 for a 20 ml dose. The event occurred during testing.